Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission noted the device registered an alert on the fastpath summary for upper out of range hv lead impedance. In the following week, alert notifications for lower out of range and upper out of range hv lead impedance were noted on a merlin transmission. The cause of the alert for low out of range hv lead impedance was due to bad calculation and not caused by the lead. During device extraction for an unrelated reason, the svc coil was found exposed. This is the possible cause for the alert notification. The lead was capped and replaced alongside a new system. No adverse consequences were detected.